Event description:
Approx one hour after implant left side flows and beat rate dropped. The outflow bladder appeared to be filling and emptying properly. After 10 mins without flow recovery, the pt was placed on a back up console. Flows and beat rate immediately recovered and remained stable. There was no pt impact. During the follow up service visit the reported symptom could not be reproduced and the console functioned properly. As a precaution the transducer assembly with matching analog I/o was replaced, as well as the valve assembly which was approaching the scheduled replacement interval. The components were returned to abiomed and in house testing was unable to reproduce the symptom or find any discrepancies.